Event description:
Litigation papers allege patient suffered the following personal and economic injuries: past medical expenses, future medical expenses, past lost wages, future lost wages, past and future conscious pain and suffering, physical injury, bodily impairment, mental anguish, emotional distress and loss of enjoyment of life. It is further alleged patient could not have known that she was injured by excessive levels of chromium and cobalt until after the date she had her blood drawn and she was advised of the results of said blood-work. Update: 07/27/2011 - device experience report received for patient's revision surgery. Revised for right hip pain and metallosis. Update: 10/24/2011 - medical records were received. The revision operative report indicated there was some degree of corrosive appearing material on the trunnion of the femoral component when the head was removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.